Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm. Customer was inserted fully charged battery again insulin pump received replace battery alarm. Contacts of battery cap neither missing nor damaged. Customer inserted new battery still issue persist. Battery compartment and spring was not corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specification range. No unexpected failed battery test or battery failed alert noted during testing. (B)(4).